Event description:
Hip surgeon was reattaching labrum an open surgery, predrilled and when screwing the anchors into the hip, the top snapped off, leaving the anchor proud.

Manufacturer narrative:
No product returned for evaluation.